Manufacturer narrative:
According to the info provided to the MFR, the explanted lvad was disposed of by the hospital. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt expired due to what the surgeon believed to be sepsis. No further info was provided.

Manufacturer narrative:
Based on the information available and due to the device not being available for analysis, a correlation between the device and the reported event could not be determined and no conclusion could be drawn as to the root cause of the reported event. A review of the device history records revealed the pump met all applicable specifications upon product release. No further information is available at this time. The manufacturer is closing its file on this event. Placeholder.

Event description:
Additional information received subsequent to the initial medwatch report: the vad coordinator reported the patient experienced complications post-op due to severe chronic obstructive pulmonary disease (copd) and left lobe pneumonia. The patient expired 17 days post-op due to respiratory failure. An autopsy was not conducted and the lvad was not available to be returned to the manufacturer for evaluation.